Event description:
It was reported the procedure was being placed in the pt's room. During placement, the blue bullseye was achieved with the vps. When the clinical pulled back, it stayed a blue bullseye. After pulling back 10cm and the symbol remained a blue bullseye, the nurse felt something was not accurate. A chest x-ray was used to confirm tip placement. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).